Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. The device was inspected and repaired by a third party distributor. The customer's allegation of no image was confirmed. Based on the results of the investigation, it is likely the image was not displayed due to failure of the power unit and printed circuit board. However, a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center endoscopy tower is broken and has no image output. The issue occurred during device inspection for a diagnostic gastroscopy procedure. The procedure was cancelled and the patient was guided to another clinic. All other procedures in the clinic that day were cancelled due to there being no spare endoscopy tower available in the clinic there were no reports of patient harm.